Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution was being used for a watchman procedure. During the procedure, the implanter had difficulty advancing the versacross rf wire in the dilator. To replace the devices, the physician had to remove both the rf wire and the dilator together. The versacross rf wire was mentioned to be unraveled. The procedure was completed using alternate devices. There were no patient complications reported. The product is expected to return for analysis.

Event description:
It was reported that versacross connect laac access solution was being used for a watchman procedure. During the procedure, the implanter had difficulty advancing the versacross rf wire in the dilator. To replace the devices, the physician had to remove both the rf wire and the dilator together. The versacross rf wire was mentioned to be unraveled. The procedure was completed using alternate devices. There were no patient complications reported. The product is expected to return for analysis. It has been further reported that the insulation peeled back, and yet intact. No mechanical hardware present inside the patient. A resistance was felt while attempting to advance and retract the wire.

Manufacturer narrative:
Due to additional information received, this supplemental report is being filed for the updated fields: describe event or problem (b5), in section b - adverse event/product prob and device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. Also, the device has been received and upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected, and it was noted that its coating was damage in the middle of the rfw and minor kink showed on the more proximal of the two areas with coating damage. No issues were noted on the distal tip. Later, the device passed on the dimensional test, as the shaft outer diameter was within specification near damage. The reported allegation is confirmed based on the returned product.